Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. The product support engineer troubleshot this issue with the customer and suggested to swap the power management (pm) printed circuit board (pcb) to verify overly failure. The customer reported that the issue was verified with the power switch overly. Replaced the power management (pm) board to correct the problem was issued. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the alarm led failure. There was no patient involvement.